Event description:
It was reported that the patient was implanted on (B)(6) 2014. Caller reports the patient had to have an emergency MRI due to brain stroke/aneurysm and now she was in pain. The caller was asked had the doctor determined that this symptom was not related to the manufacturer device therapy and caller states it was not related. Caller states since the MRI, the patient had experienced side effects. The patient¿s stomach was firm, swollen side and sharp pain in her side. Caller states they took priority to do the MRI, even though they tried telling them that she had a stimulator. Caller states the neurologist told them the patient may have some side effects.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).